Event description:
A report was received, stating the patient underwent a lead revision to replace a lead, that was cut during a back surgery.

Manufacturer narrative:
The lead was discarded by the medical facility. This is the final report.